Event description:
Information received a smiths medical intubation/portex endotracheal tubes for oral intubation with tube size 8 cuff ,is broken with two tubes. Leak test done on the first tube but did not catch up with the second, as both tubes were on the same patient.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and the device passed all functional tests. DHR review was done, no issues related to the original complaint were found.